Event description:
The customer reported that she was hospitalized with high blood glucose levels and ketones. The reported blood glucose reading was 475 mg/dl. The customer had been experiencing high blood glucose levels for the past 24 hours. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer also reported red and swollen insertion sites on occasion. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.